Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Helix extends and retracts but not within specification due to being bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, due to initial unsatisfactory r-wave measurements the customer was forced to reposition the lead multiple times. Unfortunately, on the second and further attempts the whole lead kept turning during the deployment of the helix and as a result the lead dislodged each time the customer tried unsuccessfully to secure the lead in the desired locations (both septal and apical). The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.